Event description:
It was reported that during a laparoscopic appendectomy procedure, air leaked when a forceps was removed from the device. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.